Event description:
Reportable based on analysis completed on(B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties occurred. An unspecified guide wire was used and crossed the lesion. Then a 15mm x 2.50mm emerge balloon catheter was advanced several times but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was good. Returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with the carrier tube (hoop). There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a pinhole in the balloon wall material 7mm from the distal edge of the proximal markerband. There were multiple shaft kinks and the shaft was scratched 20-30cm from the distal tip. The distal tip was damaged. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).